Manufacturer narrative:
A2: unk. A4: unk. A5: unk. A6: unk. B3: unk . D4: expiration date: unk. D6a: unk. D6b: unk. H4: unk. H6: health effect impact code: 4644 - brimonidine . Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od). The patient was complaining of glare/halos post-op. Medication was administered (brimonidine). The lens remained implanted. Additional information has been requested but none has been forthcoming.